Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: they are experiencing under filling issues. The customer recently ordered 6 packs of the sst blood draw tubes and have been having issues with the suction."

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: they are experiencing under filling issues. The customer recently ordered 6 packs of the sst blood draw tubes and have been having issues with the suction."

Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.